Manufacturer narrative:
The customer contacted a siemens customer care center and reported that falsely depressed carbon dioxide (co2) results were obtained on multiple patient samples on the dimension vista 1500 instrument. Server 3 probes were aligned, and the instrument was cleaned with sodium hydroxide. Then, the instrument was primed multiple times and service method tests (smt) were performed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the sample 3 mixer, sample 3 probe, and aliquot and reagent prep probe. Then, the cse cleaned all drains and probes and ran mixer diagnostics and system check, which resulted acceptably. Next, the cse reset the instrument and successfully passed the smt. Lastly, the cse ran calibration and quality controls, which recovered within customer¿s set ranges. Replacing the sample 3 mixer and aliquot probe resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer obtained falsely depressed carbon dioxide results for thirteen patients on the dimension vista 1500 system and reported the results to the physician(s). The customer used the same samples and system to perform repeat testing. The repeat results were reported, as the correct results, to the physician(s). The customer also indicated that additional samples needed to be repeated for the following sample identifiers: (B)(6). However, at the time of this report, the customer has not provided any data for these samples. There are no known reports of patient intervention or adverse health consequences due to the event.